Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The (B)(4) field service representative who identified the issue replaced the malfunctioning touch screen with an led touch screen. The hkr processor board was also replaced. The unit was functionally tested and preventative maintenance was completed without further issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
(B)(4) received a report that the control panel touch screen of the centrifugal pump 5 (cp5) became unresponsive during preventative maintenance. This issue was noted by a (B)(4) field service representative during routine service. There was no patient involvement.